Manufacturer narrative:
The insulin pump was not received stuck in manufacturing mode. The pump was received with normal operating currents. No unexpected low battery alarm or failed battery test alarm noted. However, unexpected replace battery alarm and replace battery now alarm noted in the pump history due to connector resistance. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector the pump functioned properly. The pump was received with cracked select button keypad overlay, minor scratched lcd window and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery life was less than a week. The customer's blood glucose was unknown at the time of incident. It was reported that there were battery failed alarm multiple time within 3 days with new batteries and keypad was cracked. The insulin pump was returned for analysis.